Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure when the iol was inserted and while repositioning the iol the bag broke. This required an unplanned anterior vitrectomy. The surgery was completed with a new lens. Additional information has been requested.